Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the haptic was observed to be broken. The rayone emv rao200e was cut into pieces and explanted from the eye during the original surgery session. A back-up lens was implanted in the original surgery session without injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 033211633 showed that all manufacturing and quality checks were conducted with successful results. All devices released for dsitribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to determine the cause of haptic breakage.

Event description:
On 2nd april 2024, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone emv rao200e. The event description provided states that the haptic broke during iol implantation necessitating explantation and exchange of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the haptic was observed to be broken. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was retained and returned to rayner for evaluation. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the movable flaps were closed, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. The lens was returned in pieces, hydrated in a pouch of saline. Additionally, a haptic was observed in the nozzle of the injector. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification. No damage was observed to any part of the injector. To facilitate further testing of the injector, the injector was re-assembled with a new plunger and as the condition of the returned iol prevented testing, 1x rayone aspheric rao600c +24.0 d from rayner's stock was loaded and injected per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. The testing performed was not able to replicate the event as reported. Product testing confirms that the device performs as intended. No fault of the rayner injector was found.

Event description:
On 2nd april 2024, rayner received notification from tis distributro in taiwan o fan event that occurred during use of a rayone emv rao200e. The event description provided states that the haptic broke dudinr giol implantation necessitating explantation and exchange of the iol.